Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose where she had seizure and had to go to the emergency room. Customer's blood glucose was 37 mg/dl. Customer's admission date was last (B)(6) 2014. Customer was wearing the insulin at the time of the event and did not see anything if she had delivered too much insulin. The insulin pump was checked by physician and declared safe to wear. No further information provided.